Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they have been hospitalized multiple times due to high blood glucose and because the insulin pump was not working right. The customer was just released from the hospital due to water retention in her body legs and was not feeling well. The customer did not have all the information about the hospitalization. The customer also reported that they had experienced 2 high blood glucose levels of 600 mg/dl. The customer treated with an insulin shot. The customer's current blood glucose level was 143 mg/dl. The customer was assisted with programming a new insulin pump.